Manufacturer narrative:
The user returned the damaged blade and a broken-off piece. Evaluation of the device confirmed that no additional pieces were missing. The device conformed to specifications upon release for commercial distribution. Per product labeling the scalpel blade is intended to be held with a scalpel blade holder for use during surgical procedures. However, during the event of (B)(6) 2021 the surgeon misused the blade by holding it at both ends using two hemostats. Hemostats are devices intended to stop bleeding by compressing blood vessels. The extreme force exerted on the edge of the scalpel blade by this misuse and by the hemostats caused the blade to crimp and break.

Event description:
According to the user, during a vasovasostomy the assi cbs-35 blade was grasped with two crile hemostats and one end of the blade broke off in two pieces. One broken-off piece was retrieved in the operating room. A post-op x-ray was obtained and a magnet was passed over the operative field, but no additional blade fragment was found. The patient was released from outpatient surgery on the same day of the incident, (B)(6) 2021. A post-op call was made on (B)(6) 2021 and the patient was doing well.